Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead experienced high or unstable thresholds. The lead was explanted and replaced with a new lv lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead experienced high or unstable thresholds. The lead was explanted and replaced with a new lv lead. No patient complications have been reported as a result of this event.